Event description:
The customer reported that the system displayed multiple errors and would not boot up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced a cut cable. The system operates as intended.